Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurements that appeared to have risen gradually. A review noted that there has been multiple alerts of the shock impedance measurement being out of range. Technical services (ts) discussed possibility of calcification. Ts was consulted, discussed possible troubleshooting options and considering raising the oor limit. This rv lead remains in service. No adverse patient effects were reported.